Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Inspection of the parts could not be performed as they were discarded by the hospital. Post-operative imaging was provided an indicated the rod on the patient's left side has migrated caudally. Additionally, these images show the locking cap at the left l2 screw appears to have loosened. The exact cause of the reported issue cannot be determ· ined as the devices could not be evaluated. The following sections have been updated for this supplemental report: b4, e1, h2, h6, h10

Event description:
It was reported the creo mis locking caps loosened and the rod had migrated post-operativelyrequiring revision surgery.